Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient got a urinary tract infection by using the purewick female external catheter. It was noted that the patient had been using the purewick products for less than 90 days. It was unknown what medical intervention was provided for urinary tract infections. Per additional information received via follow up on (B)(6)2021, stated that the patient got severe urinary tract infections, so they stopped using the purewick a month before. It was unknown what medical intervention was provided for urinary tract infections.

Event description:
It was reported that the patient got a urinary tract infection by using the purewick female external catheter. It was noted that the patient had been using the purewick products for less than 90 days. It was unknown what medical intervention was provided for urinary tract infections. Per additional information received via follow up on 29sep2021, stated that the patient got severe urinary tract infections, so they stopped using the purewick a month before. It was unknown what medical intervention was provided for urinary tract infections. Per follow-up via phone on 05jan2022, it was reported that the patient was no longer using the purewick due to chronic urinary tract infection and patient was on maintenance antibiotic to help with the urinary tract infection. Patient want to return the unused portion of wicks and had a few questions about a refund.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.